Event description:
The customer reported the ventilator failed pre-operational self testing due to a crossover circuit fault. The manufacturer's field service engineer was able to duplicate the reported problem. The service engineer replaced the crossover solenoid to address the reported problem. Failure of the crossover solenoid as reported may result in a volume loss during use in normal ventilation operation. Applicable final testing passed to operating specifications.